Event description:
It was reported the insulin pump alarmed button error for a few days. The device will function after the batteries where replaced. The device was not dropped, bumped, or exposed to moisture. The buttons were not pushed more then three minutes. No further information reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had scratched display window, cracked display window corners, and cracked reservoir tube lip.